Event description:
The company representative on behalf of the customer reported to olympus, the bending section cover of the tracheal intubation fiberscope was ruptured. The device was returned and an evaluation at the repair center revealed, the bending section cover was falling off. Also, the coating of the image guide tube was peeled off (one (1) millimeter square or more). This report is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿rupture of bending section cover¿. There were few additional findings. Due to a cut on bending section cover and deformation of control unit, water tightness was lost. Adhesive on bending section cover had a chip. Adhesive around objective lens had corrosion. Light guide lens was dirty. Control unit was damaged and had discoloration. Connecting tube had a dent. Image guide protector and up/down plate had a scratch. Indication on light guide connector was unclear. Grip had a scratch. Scope connector cover had a scratch. Eyepiece had discoloration and scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the bending section cover fell off and the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). 5. Inspect the bending section¿s covering for sagging, swelling, cuts, holes or other irregularities.¿ olympus will continue to monitor field performance for this device.